Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when device stripped. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the following issues were found during routine inspection, no patient involvement. A holding sleeve, part number 03.632.036/ lot number 6923525 was noted to have its threads stripped. Another holding sleeve, part number 03.632.036 / lot number 6746387, was noted to have the tip falling off. No additional information was provided. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The device was supplied by (B)(4) with a release to warehouse date (manufacturing date) of dec 16, 2011. A product development investigation was performed for the subject device. The received device was examined and was found to have peeling threads. The holding sleeve is used in the matrix spine system for screw insertion with an appropriate driver per the technique guide. Drawings for the sleeve were reviewed during the evaluation. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured after these changes were applied (mfg date december 16, 2011). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A definitive root cause was unable to be determined however over-threading the sleeve into the screw head or fighting muscle during placement of the screw could have caused the damage on the threads. Only company representative provided complaint information . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.